Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power or low battery alarm was noted. The insulin pump passed the self test and no audio anomaly was noted. The insulin pump had a cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump's battery life was shorter than normal. The customer stated that he had received several low battery alerts, but that they were fading and disappearing. The customer stated that the alert was short in length and difficult to hear. During troubleshooting, the insulin pump failed to beep during the self test. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.